Event description:
It was reported the patient¿s device had to be removed because the patient had become septic. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type: catheter. (B)(4).